Manufacturer narrative:
H.6. Investigation summary: this complaint is not confirmed. This complaint is for misidentification of streptococcus agalactiae as s. Constellatus and aerococcus as streptococcus acidominus when using phoenix panel pmic/ID-107 (448607) batch number 2207540. The customer did not provide panel returns or isolate returns but provided phoenix generated lab reports for the investigation. The lab reports show results from the complaint batch identifying as s. Constellatus and s. Acidominus. The customer also provided the results for maldi showing streptococcus and aerococcus urinae results. To investigate, one (1) retention panel from complaint batch 2207540 were tested using qc isolates of a. Viridans pos1661 on a phoenix m50 instrument and evaluated for identification results. Additionally, one (1) retention panel from complaint batch 2207540 were tested using qc isolates of s. Agalactiae 2970 on a phoenix m50 instrument and evaluated for identification results. Both panels identified the isolate correctly, therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed one (1) additional complaint on this complaint batch, related to this defect and unconfirmed. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
Report 2 of 2 it was reported that bd phoenix¿ pmic/ID-107 misidentified aerococcus urine as strep. Acidominus. One patient sample was affected. No patient impact reported. The following information was provided by the initial reporter: "customer is reporting mis-ids on 448607 - panel phoenix pmic/ID 107, lot# 2207540 - aerococcus urine as strep. Acidominus. Panel sequence numbers affected: (B)(4) ¿ ID broth: (B)(6) ¿ ast broth/ast-s broth: (B)(6) ¿ 4.5ml ast broth (if applicable) ¿ ast indicator/ast-s indicator: (B)(6) ¿ what is the open date on your indicator? <5 days ¿ how old were the organisms upon preparation of inoculum? 18-24 hours ¿ please provide the manufacturer and type of media cultures are being set up from? Remel ¿ was culture purity confirmed? Yes ¿ do you use an ap for setup or do you set up panels manually. Ap ¿ has ap contamination been ruled out? Yes ¿ what is the inoculum density used? 0.5."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 2 it was reported that bd phoenix¿ (B)(6) misidentified aerococcus urine as strep. Acidominus. One patient sample was affected. No patient impact reported. The following information was provided by the initial reporter: "customer is reporting mis-ids on (B)(6) - panel phoenix (B)(6), lot# 2207540 - aerococcus. Urine as strep. Acidominus. Panel sequence numbers affected: (B)(6). ID broth: (B)(6). Ast broth/ast-s broth: (B)(6). 4.5ml ast broth (if applicable) ast indicator/ast-s indicator: (B)(6) what is the open date on your indicator? <5 days how old were the organisms upon preparation of inoculum? 18-24 hours please provide the manufacturer and type of media cultures are being set up from? Remel. Was culture purity confirmed? Yes. Do you use an ap for setup or do you set up panels manually. Ap has ap contamination been ruled out? Yes. What is the inoculum density used? 0.5"